Manufacturer narrative:
Per the clinic, the patient experience an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced an extrusion, exposing the receiver/stimulator. The device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.